Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample syringe, sample probe and carbon bridge to resolve the issue. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported receiving erroneous patient results for the ion selective electrode (ise) chemistries on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.